Manufacturer narrative:
Upon analysis, the reported field event of noise and device output inhibition could not be confirmed. The device was tested on the bench in the laboratory and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer report number: 2017865-2017-01915. The patient presented with noise episodes which had inhibited pacemaker function, resulting in presyncope. Lead replacement was performed but the noise episodes were still present. The pacemaker was then explanted and replaced, which resolved the issue.